Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had chronic mitral valve infection. The device and leads were pro-actively explanted. Patient had no complications.